Manufacturer narrative:
The patient specimen was collected via finger stick and sampled within 2 hours and stored at room temperature. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). On (B)(4) 2010, the field service engineer replaced the flowcell and verified instrument operation. Raw data analysis was conducted and determined that this is a pattern of a mixed nrbc and lymphocytes. The algorithm counted only part of the population as debris. As a result, the nrbc was underestimated. Product labeling was evaluated for known interfering substances: wbc: nrbcs, giant platelets, platelet clumps, malarial parasites, precipitated elevated proteins, cryoglobulin, microlymphoblasts, very small lymphocytes, fragmented white cells, agglutinated white cells, lyse resistant red cells, unlysed particles > 35 fl in size. Nrbc: known interferences related to lyse resistant red cells, platelet clumps, giant platelets, malarial parasites, very small or multi-population lymphocytes, precipitated elevated proteins. The root cause is unknown but maybe related to the sample. The lh750 instrument did generate a cellular interference flag that alerted the operator to further review the specimen. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Erroneous high corrected white blood cell (wbc) and low nucleated red blood cell (nrbc) counts were obtained for one patient sample when using the coulter lh 750 hematology analyzer. There were instrument generated flags associated with the test results. Erroneous test results were reported out of the laboratory. A manual blood smear was performed. Corrected report was sent. No reports of death or serious injury, and no affect to patient treatment as a result of this event.